Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous glucose results for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). The patient was admitted to the hospital on (B)(6) 2017 for a stroke. The patient was initially tested on the meter and the result was 410 mg/dl. The patient was tested 1 minute later on the same meter and the result was 206 mg/dl. The patient was treated with an unspecified amount and type of insulin. Later that night the patient was tested again on the meter and the result was 323 mg/dl. The patient was retested 4 minutes later on a different inform ii meter and the result was 471 mg/dl. The patient was again treated with an unspecified amount and type of insulin. The customer believed the second result from each comparison performed. No adverse event occurred due to the patient receiving insulin. The patient is still in the hospital. Quality controls were run on the meter and passed on the day of the event. The test strips were requested for investigation. The customer returned the test strips. A specific root cause was not identified for this event. The returned strips were tested using a retention meter and retention quality controls (qc). Qc ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl qc results: level 1: 44 mg/dl, 43 mg/dl, 45 mg/dl level 2:290 mg/dl, 303 mg/dl, 308 mg/dl all returned results were within acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. None of the patient¿s medications are currently known to interfere with the accuracy of the test results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.